Event description:
During a procedure, a balloon guide catheter was inserted and a dissection in a part of the right internal carotid artery was detected. Two passes were made with this retriever for a right middle cerebral artery occlusion. The physician noted that resistance was felt when removing the thrombus. One day post procedure an intracranial hemorrhage was noted. The physician did not relate the hemorrhage with the dissection. No other information was provided.

Manufacturer narrative:
The subject device was not returned; therefore analysis cannot be performed. However, vessel dissection is noted as a potential complication associated with such procedures in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
During a procedure, a balloon guide catheter was inserted and a dissection in a part of the right internal carotid artery was detected. Two passes were made with this retriever for a right middle cerebral artery occlusion. The physician noted that resistance was felt when removing the thrombus. One day post procedure an intracranial hemorrhage was noted. The physician did not relate the hemorrhage with the dissection. No other information was provided.

Manufacturer narrative:
Device not returned.